Manufacturer narrative:
H6: investigation summary : there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production.

Event description:
It was reported that 3 the bd insyte¿ autoguard¿ bc pro IV catheter would not retract causing blood backflow. 1 of 2 related files. The following information was provided by the initial reporter: the IV cath did not retract causing the blood to back up. This occurred 4 times, 3 times to one nurse and once to another nurse.

Event description:
It was reported that 3 the bd insyte autoguard bc pro IV catheter would not retract causing blood backflow. 1 of 2 related files. The following information was provided by the initial reporter: the IV cath did not retract causing the blood to back up. This occurred 4 times, 3 times to one nurse and once to another nurse.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.